Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on all electronic assembly. No moisture damage found on motor home switch. No constant tone noted during testing. Analysis was unable to test for button response and unexpected restart alarm due to blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer mentioned that the insulin pump had a blank display. The customer's blood glucose was 96 mg/dl at time of incident. The customer stated that the insulin pump was alarming. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.